Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated. E1: reported phone number (B)(6).

Manufacturer narrative:
It was reported to abbott a patient's ipg was at end of life. Replacement of the ipg is planned but is pending health plan approval. The results of the investigation are inconclusive as the device was not received for evaluation. As such, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.